Event description:
Explanting physician reported "patient complaining of breast pain, more intense on the right. Baker iii contracture, larger on the right". There is a small accumulation of peri-implant fluid, on the right with a hyperproteic appearance diagnosed via ultrasound and MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma.